Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose, however, a specific value was not provided. Additionally, it was reported that the customer experienced a low blood glucose level, however, a specific value was not provided. Although requested, the customer declined to provide additional information and declined troubleshooting.